Manufacturer narrative:
Patient demographics requested but not available at this time. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this ev1000 platform displayed inconsistent results. No further information was available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
It was further informed that the device involved in this case would not be returned for evaluation. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.